Manufacturer narrative:
Inspiratory valve was replaced.

Event description:
Hamilton medical ag received the following incident description: "we found this unit can not do flow sensor test. We have changed with new breathing circuit , new flow sensor & new cover membrane & new membrane. After that we found the same problem. Then we tried to do full calibration & found p-pat can not adjust to zero. After that we have replaced with a new inspiration valve & full calibration all passed. Then this unit can test tightness & flow sensor pass.this unit can be used normally."

Manufacturer narrative:
Inspiratory valve was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: "we found this unit can not do flow sensor test. We have changed with new breathing circuit , new flow sensor & new cover membrane & new membrane. After that we found the same problem. Then we tried to do full calibration & found p-pat can not adjust to zero. After that we have replaced with a new inspiration valve & full calibration all passed. Then this unit can test tightness & flow sensor pass. This unit can be used normally."